Manufacturer narrative:
Plant investigation: the confirmation code for the reported complaint was categorized as probable. The described situation is adequately addressed in the instructions for use (IFU) and/or on the product labeling. The complaint sample was not available, and photos were not provided. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, retention sample testing was not done. All dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization); however, leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred less than five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed, and thus, a blood test strip was not used. It was confirmed that the machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Medisystem bloodlines were reportedly being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. Photographs of the complaint device were requested, but not available.